Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for routine follow up in hospital, the right atrial lead exhibited noise. The patient indicated she was brushing snow and was asymptomatic. The lead remained implanted.

Event description:
New information notes that the patient had experienced inappropriate automatic mode switching the patient was asymptomatic.